Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the door would not close after the site practiced an emergency door open, no patient was present. After the site practiced a manual door open procedure, the door would not close. They tried to manually wrench it open, but after a few tries it got stuck. Apparently, someone tried to wrench it the other day and forgot to put in the t-handle which was the issue. The dingus was dislocated and one of the switches was corrupted. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi30000286. H3: the manufacturer representative went to the site to test the imaging system. The dinguses were found misaligned, and one door switch had intermittent failures. They adjusted the dinguses and replaced the door switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.